Event description:
The manufacturer received the returned product for analysis. No information was provided with the returned product. The patient was listed as expired in the manufacturer's device tracking system. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
This report was submitted following an internal audit. Final device analysis revealed no anomaly found - normal device function.